Manufacturer narrative:
The anesthesia workstation was investigated at the hospital by our company fse and the root cause for this issue was isolated to a damaged reflector pressure transducer contact on the main back plane pc board. We have not received the replaced part and we have not been able to determine how the reflector pressure transducer contact became damaged. The reported system check out failures can be confirmed by an inspection of the logs. Our conclusion is that the reported damage on the reflector pressure transducer contact on the main backplane pc board caused the reported sco issues. We have not fully determined how the damages occurred but it is likely that the damages occurred during service intervention.

Event description:
Manufacturer´s ref #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed several subtests during system check out. There was no patient involvement. Manufacturer´s ref #: (B)(4).